Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been recovered from the field. At this time, there is no download data available for review surrounding the patient's date of passing.

Event description:
A us distributor reported that the patient passed away on the morning of (B)(6) 2019 while wearing the lifevest. It was reported that the patient was in a rehab facility and had shortness of breath. The patient was sent to the hospital via ambulance due to the shortness of breath. It was reported that the patient coded while in the ambulance. It was reported that the ambulance did not have a defibrillator on board and ems was waiting for the lifevest to treat and it reportedly never did. The device reportedly did not alarm. It was also reported that there was a "discrepancy about if the battery was charged" when the patient was sent in the ambulance. Further details surrounding the patient's death were not reported. Submitting MDR out of abundance of caution as ems was reportedly waiting for the lifevest to treat the patient. At this time, the patient's equipment has not been returned for evaluation and there is no download data available for review from the time surrounding the patient's death. Zoll is working on gathering more information.

Event description:
A us distributor reported that the patient passed away on the morning of (B)(6) 2019 while wearing the lifevest. It was reported that the patient was in a rehab facility and had shortness of breath. The patient was sent to the hospital via ambulance due to the shortness of breath. It was reported that the patient coded while in the ambulance. It was reported that the ambulance did not have a defibrillator on board and ems was waiting for the lifevest to treat and it reportedly never did. The device reportedly did not alarm. It was also reported that there was a "discrepancy about if the battery was charged" when the patient was sent in the ambulance. Further details surrounding the patient's death were not reported. Submitting MDR out of abundance of caution as ems was reportedly waiting for the lifevest to treat the patient. At this time, the patient's equipment has not been returned for evaluation and there is no download data available for review from the time surrounding the patient's death. Zoll is working on gathering more information. Follow-up: per clinical review of the downloaded ECG data, the patient was in sinus tachycardia at 100 bpm transitioning to vt from 110 bpm to 140 bpm that self-converted to an idioventricular rhythm from 50 bpm to 60 bpm. The patient's rhythm then transitions back to vt from 100 bpm to 140 bpm. Lastly, the rhythm then transitions to an idioventricular rhythm from 70 bpm to 90 bpm with CPR artifact degrading to asystole with CPR artifact until the device shutdown at 09:17:54 on (B)(6) 2019. The patient was in vt for approximately one hour. The device properly detected vt. However, the heart rate was below the treatment threshold. Therefore the patient was not treated by the lifevest.

Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been recovered from the field. At this time, there is no download data available for review surrounding the patient's date of passing. Follow-up: device evaluation of monitor sn 07153775 has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. No indication that the defective monitor caused or contributed to the patient's death. Electrode belt sn (B)(4) was returned to the distributor for evaluation. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Manufacture dates: monitor: 4/4/2016. Electrode belt: 8/14/2015.